Event description:
It was reported that the patient stated the arctic sun device alarms for low flow and would like to send it in for the 2000 hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a weak circulation pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the patient stated the arctic sun device alarms for low flow and would like to send it in for the 2000 hour service. Per sample evaluation results received on 25apr2023, it was reported the root cause of the reported issue was due to a weak circulation pump. Unit was primed to fill. Initial test, observed low or marginal flow. It was stated that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was also stated that the insulation jacket damage on power cord. It was noted that the scratches on the control panel screen, this had no effect on the operation or functions of the control panel. Replaced the tank tubing.